Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualisation of particles in airway. Patient also alleged having dizziness, runny nose, dry cough and headaches. There was no report of permanent or serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Event description:
Patient also alleged having nasal throat irritation, soreness, difficulty breathing and shortness of breath. The device also runs out of water to fast and particles are lodged in the airway. Device will not turn on/ device not functioning and also burning/ smoke/ electrical odor is also observed by the patient. Odor, intermittent operation, noise etc. Are also observed before the thermal event.